Event description:
It was reported that the chest tube's output decreased over the course of the next 10 days and was removed on (B)(6) 2018. No pneumothorax was observed in the follow-up chest x-ray. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The account communicated that the patient received a chest tube for pneumothorax on (B)(6)2018 after which significant chest wall bleeding was noted. The patient was treated with packed red blood cells, fresh frozen plasma, and platelets. The patient reportedly reached hemostasis after cauterization and the event was determined to be resolved the same day. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 that after the patient received a chest tube placement for pneumothorax, significant chest wall bleeding was noted. The patient received 6 units of packed red blood cells and 4 units of fresh frozen plasma, and 2 units of platelet transfusion. The patient reached hemostasis after cauterization. No further information was provided.